Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed in surgery during a total knee replacement surgery. Additional clinical f/u with the customer clarified that the battery was reset without resumption of function. There was no harm, injury, extended procedure time, or medical/surgical intervention and there was alternate equipment immediately available to replace.